Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced a bent cannula issue on (B)(6) 2026.the patient noticed symptoms within three hours of insertion at abdomen.the patient experienced hyperglycemia of 425mg/dl and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.